Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they were admitted to the hospital on (B)(6) 2026 for shortness of breath, pneumonia and was septic. Caller stated that when the patient woke up after the trial placement, they were wheezing and the nurse made a comment about it but at they thought it may have just been related to patient waking up. The caller was redirected to the patient's healthcare provider (hcp) to further address the issue. Caller stated patient's physician was aware of the issue. Caller did not if they plan to remove the trial.